Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to some kind of malfunction. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.